Event description:
It was reported that on (B)(6) 2025, a 25 mm amplatzer amulet occluder was chosen for implant using a 12f amplatzer torqvue 45 x 45 delivery sheath. During procedure, the left atrial pressure was >12mmhg and patient rhythm was atrial fibrillation. The procedure was uneventful, with zero partial recaptures performed, and the patient remained stable before, during, and after the implantation. However, on (B)(6) 2025, the patient presented to the emergency room in a hypotensive and unconscious state. An initial limited bedside transthoracic echocardiogram (tte) showed no pericardial effusion. The patient was then taken for a cardiac computed tomography (CT) scan but experienced cardiac arrest upon entry. Chest compressions were initiated, and a repeat tte revealed a severe circumferential >2cm pericardial effusion, necessitating emergency pericardiocentesis followed by surgical intervention. A cardiac tamponade was also present. The source of the effusion was identified as a laceration of the pulmonary artery caused by the stabilizing wire of the 25 mm amplatzer amulet occluder protruding through the left atrial appendage. As of (B)(6) 2025, the patient was reported to be stable, extubated, awake, and recovering from surgery.

Manufacturer narrative:
An event of hypotension, pericardial effusion, cardiac tamponade, implant-related tissue damage, cardiac arrest, and syncope was reported. The device was returned to abbott for investigation and confirmed to meet dimensional specification when analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as pericardiocentesis and resuscitations were performed, and surgical treatment of the perforation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was successfully implanted using an amplatzer torqvue delivery sheath measuring. The procedure was uneventful, with zero partial recaptures performed, and the patient remained stable before, during, and after the implantation. However, on (B)(6) 2025, the patient presented to the emergency room in a hypotensive and unconscious state. An initial limited bedside transthoracic echocardiogram (tte) showed no pericardial effusion. The patient was then taken for a cardiac computed tomography (CT) scan but experienced cardiac arrest upon entry. Chest compressions were initiated, and a repeat tte revealed a severe pericardial effusion, necessitating emergency pericardiocentesis followed by surgical intervention. The source of the effusion was identified as a laceration of the pulmonary artery caused by the stabilizing wire of the25mm amplatzer amulet occluder protruding through the left atrial appendage. As of july 25, 2025, the patient was reported to be stable, extubated, awake, and recovering from surgery. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.